Event description:
It was reported that during an unk procedure, the device did not staple. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 3/16/2009. Info anticipated, but unavailable at this time.